Manufacturer narrative:
(B)(4).   Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (5mm8cm 150), it was reported that when the tip of the balloon was expanding in patient's body, the balloon burst at 6 atmospheres (atm).  There was no patient injury.  There was no difficulty removing the balloon catheter from the patient and the balloon was removed intact. The product will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device did prep normally, maintaining negative pressure.  The contrast media used was iohexol injection and the contrast to saline ratio was 1:2.  The inflation device was a bsn-pressure pump.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  The balloon was inflated once and inserted into the patient once.

Manufacturer narrative:
Complaint conclusion: during the use of a saber balloon catheter (5mm x 8cm 150cm), when the tip of the balloon was expanding in patient's body, the balloon burst at 6 atm (six atmospheres).  There was no patient injury.  There was no difficulty removing the balloon catheter from the patient and the balloon was removed intact. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device did prep normally, maintaining negative pressure.  The contrast to saline ratio was 1:2.   The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  The balloon was inflated once and inserted into the patient once. The product was returned for analysis. One non-sterile unit of saber 5mm x 8cm 150cm balloon catheter was returned. Per visual analysis the balloon was deflated and no anomalies were noted on it. A crack was noted on the hub. Per functional analysis a leak test was performed, and a leakage was noted in the hub due to the crack previously noted. Per sem analysis the crack passed through the full thickness of the hub. Transversal view of the fractured section of the hub revealed a pattern of plastic deformation commonly found on tensile fractured surfaces. A device history record (DHR) review of lot 17461862 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed through analysis of the returned device. However a crack was noted in the hub. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, procedural and handling factors may have contributed to the event as evidenced by the full thickness crack noted on the hub during analysis. This was likely caused by the application of stress or force as evidenced by the plastic deformation noted during analysis. This would cause a loss of pressure which may mimic a balloon burst for the user. According to the instructions for use ¿preparation attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.